Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 69mg/dl. Troubleshooting was performed. The displacement test did not pass due to the constant motor alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.